Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e011903 captures the reportable event of syncope/fainting. Imdrf patient code e2321 captures the reportable event of hypotension. Imdrf patient code e0119 captures the reportable event of loss of conscious. Imdrf patient code e2310 captures the reportable event of diaphoresis.

Event description:
It was reported that after the spaceoar vue placement procedure, the patient had become hypotensive, diaphoretic, and had lost consciousness while lying in bed. The patient's blood sugar was checked and was found to be within normal range. The patient had regained consciousness, and they were going to keep the patient in the recovery room and administer fluid per physician orders while monitoring vitals. The patient was on observation prior to discharge. The physician stated that the relationship between the event and the patient condition was unknown.